Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a (B)(6) patient with rickets was presented requiring a corrective osteotomy of the femur with an expert lateral femoral nail. The patient had a small intermedullary canal, measuring approximately 8-9 mm in diameter. Upon reaming with the front cutting 8.5 mm reaming head, the reamer head twisted and broke in the medullary canal. This was repeated and the second shaft and reamer head 8.5 mm also twisted and broke in the medullary canal. The broken fragments remains in the patient. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of both broken reamer heads were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. The broken surfaces show no irregularities, which indicate material conformity to the specification as well. No product fault could be detected. We suppose that either the reamer heads came in contact with a metallic part or simply too much mechanical force, well beyond its calculated design was applied during the surgery which caused the breakages. Note that both synream flexshafts are also badly damaged.